Manufacturer narrative:
(B)(6). Device manufacturing date is unavailable. On 02/06/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/28/2017 software engineering analysis was unable to determine probable cause with the information provided. Patient logs were reviewed and confirmed that there was not enough available physical memory during the first session to perform the merge. After re-booting and re-importing the exams, there was sufficient available physical memory, however, it is unclear from the logs what caused there to be insufficient available physical memory during the first session. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial electrode and probe placement procedure, there was an error in exams merge. The navigation system failed the exams merge, displaying an error message: "the system has no memory enough to merge the selected exams. To solve this issue, cancel the selection of one or more exams". Some exams were not selected for the merge, however, still the navigation system could not proceed with the merge. The navigation system was re-booted, deleted the patient, loaded it again from a usb, load the 3d scan through a usb and completed the merge. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.